Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. The customer reported that the scope last cleaning, disinfection and sterilization was on (B)(6) 2022. The customer used olympus reprocessor with alcohol perfusion after disinfection to clean the scope. During manual cleaning the customer used dr. Xiao detergent and jianzhisu opa disinfectant to clean and disinfect the scope for 5mins. The customer suspected device was returned for investigation. The olympus service center was unable to reproduce the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light guide lens cracked, and angulation reduced due to angle wires stretched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope, tested positive for an unexpected bacterium. The issue was found during regular culture testing of the scope. Sampling was taken at reprocessing. It was reported that there was no procedure involved. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufactures review of the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds pratices and confimed the following deviation: -flushing was not performed for a/w channel by mh-948 at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that that device was incorrectly reprocessed. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.